Event description:
The physician achieved arteriotomy closure with the closer s device following an interventional procedure in march 2002. It was reported that the groin angiogram was completed and met the indications for use of the closer s. In june 2002, the patient returned to the catheterization lab for complaints of chest and leg discomfort. A repeat cardiac catheterization and a femorl angiogram were completed. The femoral angiogram revealed a 99% lesion in the right common femoral artery. In approximately two weeks the patient will complete plavix therapy and then undergo a femoral-popliteal bypass graft surgery. Currently the patient is at home. The leg discomfort continues, but there are no other symptoms of interrupted vascular flow.